Manufacturer narrative:
Additional information was received indicating a defibrillation threshold (dft) test was performed and all measurements were within normal range. The physician elected to adjust the device sensitivity and no adverse patient effects were reported. Our records indicate this device remains in service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) over-sensed noise in the right ventricle. The over-sensing resulted in pacing inhibition and greater than 2 seconds of asystole. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. The sensing was reprogrammed which was reported to eliminate the pacing inhibition. Additionally the patient was scheduled for a defibrillation threshold (dft) test and possible system revision at a future date. Should additional information become available, this report will be updated.